Event description:
The reporter contacted animas on (B)(6) 2013 alleging blood glucose (bg) excursions. This reported event does not meet animas' criteria of a reportable adverse event. During troubleshooting with animas customer support, it was discovered that the piston inside the cartridge compartment appeared to be bent. The patient reportedly had begun on an alternate method of insulin delivery. This complaint is being reported because the alleged issue of a bent cartridge compartment piston remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/06/2014 with the following findings: visual inspection revealed an undamaged, straight and centered piston. On further visual examination, the battery compartment had a hairline crack at the case seal. A battery cap was not returned with the pump for investigation; therefore, a test cap was used to complete the investigation. The test cap was able to fit securely onto the pump. During testing, the pump powered on and displayed the verify screen per normal operation. Investigation did not confirm or duplicate the alleged issue of a damaged piston. Unrelated to the original complaint, the display screen was noted to be dim and discolored.